Manufacturer narrative:
(B)(4). On an unreported date in september, the patient was hospitalized for the event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unspecified date in the month three months prior to the date this report was received, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the event was reportedly a change in the dose of pd solution for pd therapy. Dianeal therapy was ongoing. The patient was discharged from the hospital on an unreported date and has recovered from the event. No additional information is available.